Event description:
It was reported that during a fistulagram procedure, the 9900 system was displaying a rotating superimposed image of a chest over a forearm that was currently being imaged. The doctor released the x-ray foot switch and started another substraction run and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could be duplicated. The customer did not report any other failure prior to this service call. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.